Event description:
New information received states that the patient received inappropriate therapy due to the svt classified as vt. No programming change was made due to patient with hypokalemia. The patient will return in july for device checkup. The patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the patient received another instance of inappropriate therapy due to incorrect diagnosis of the ventricular tachycardia rate branch by the morphology discriminators. The pvab setting was programmed. No further information is available.

Event description:
New information received states that the patient continues to received inappropriate shock therapy for a svt. Programming changes were recommended. No further information is available.

Manufacturer narrative:
The reported field event of inappropriate therapy was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the reported inappropriate therapy in the field could not be determined.

Event description:
New information received states the device was electively explanted and replaced. No further information is available.

Event description:
It was reported the patient received inappropriate therapy due to programming of vt detection criteria. Programming changes were made. The patient condition is fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.